Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged on (B)(6) 2017 the patient experienced a blood glucose of 1100mg/dl, with blurred vision. Reportedly, the patient was treated in the hospital by their healthcare provider with unspecified treatment. During troubleshooting with customer technical support, it was alleged the pump was not priming the tubing during the load step. It was revealed the patient was only priming each new tubing with 0.5 units of insulin and was only changing their infusion sets every 9 days or longer. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.